Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating of the incident, it was found that there were no issues with the bio ID scanner. A technical support specialist confirmed with the field service engineer (fse) and customer that there were no issues with device. The bio ID worked fine. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user stated that their fingerprint was working properly, but the screen went black after scanning. The user also reported that the system sometimes required a witness and would then go to a black screen afterward. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.